Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she was having black crescent in periphery (negative dysphotopsia) and streaks of light around any light source regardless of day or night (positive dysphotopsia)(at 10 and 4).the iol was exchanged for another lens model eleven months following the initial implant procedure.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 22.0 diopter, (1.5 extended depth of focus) lens was replaced with a monofocal, non-company, 21.5 diopter. The account indicated the product was not available to evaluate. Due to the exchange of an extended depth of field lens model to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).